Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 3.2 mmo/l, 3.2 mmol/l, hi mmol/l (which on the system indicates a result in excess of 33.3 mmol/l), 5.7 mmol/l and 5.5 mmol/l. No adverse event was reported. Return of the suspect device was requested for evaluation.